Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) showed battery maintenance required alert. No patient involvement.

Event description:
Upon further review it was determined that the reported event involved only routine maintenanceof battery. There was no malfunction of the device and therefore the event does not meet the definition of an incident/serious incident, making it non-reportable to the FDA.

Manufacturer narrative:
Updated fields - b4, b5, g3, g6, h2, h11. Upon further review it was determined that the reported event involved only routine maintenance of battery. There was no malfunction of the device and therefore the event does not meet the definition of an incident/serious incident, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel mfg report number 2249723-2025-0002652 in your database.